Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the hospital experienced a sudden power outage, activating the ventilator's battery. The ventilator alarmed almost immediately for low battery and shut down shortly after. The nurse promptly assisted the patient with an ambu bag. Power was restored 28 minutes later, and the ventilator operated normally afterwards. There were no health consequences for the patient reported.

Event description:
It was reported that the hospital experienced a sudden power outage, activating the ventilator's battery. The ventilator alarmed almost immediately for low battery and shut down shortly after. The nurse promptly assisted the patient with an ambu bag. Power was restored 28 minutes later, and the ventilator operated normally afterwards. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation was based on the initial information. Further information was requested but not provided. Based on the available information a case specific evaluation is not possible. A root cause for the shortened runtime of the device on battery power cannot be determined. The device is equipped with an internal battery to ensure continuous operation in case of mains power loss or during transport. The internal battery is a wear part which has to be regularly check for its capacity and replaced in regular intervals of 2 years. Corresponding instruction for maintenance can be found in the instruction for use. The capacity of the internal battery changes with increasing age and utilization, such as discharge / recharge cycles or temperature. In case of mains power loss, the device will be supplied from the battery in order to continue operation. Switch-over to battery operation is indicated with a corresponding alarm message. Depending on battery capacity and battery voltage further ascending alarm messages will be posted with progressive battery operating time. In case of a complete power loss (ac mains and battery) the safety valve will open to ambient allowing the patient for spontaneous breathing. In addition, the acoustical auxiliary alarm will be activated in order to alert the user. This alarm is energized independently from the power supply and will last for at least 2 minutes. However, it may be considered necessary to continue the ventilation with another independent device. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.